Event description:
It was reported that an infant pt was resting in a bassinet, under an infant warmer with an oxygen hood in place. Oxygen hood was placed over the infant's head and was attached to an oxygen/air blender administration of 100% oxygen. As staff approached the bassinet, they observed a flash of flames under the oxygen hood. Staff removed hood and removed oxygen from the wall. Staff used a blanket to extinguish the fire.

Manufacturer narrative:
Flowmeter has not been returned for eval. We don't know of any malfunction of the flowmeter. It appears that the fire was caused by some piece of electrical equipment causing a spark or arc in an oxygen atmosphere. Our flowmeter has been in service for 11 years and use no electric.